Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had experienced intermittent/erratic stimulation. This was an adaptive stimulation settings issue. It was noted that this was not patient programmer issue. The patient stated she was lying down, her stimulation was still at the intensity of standing and she could not change the settings. The patient declined troubleshooting at the time of this report. The patient got only the standing icon. There were all zeros on the patient programmer. The stimulation was currently off by the choice of the patient. Additional information received from the patient reported that they reprogrammed the unit and so far the issue had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.